Event description:
The patient reported the device "stopped working before the 5 year (warranty) period." Follow up with the clinic reported the patient was admitted to the hospital on (B) (6) 2010 feeling dizzy. On (B) (6) 2010 the device was replaced due to eol (end of life), the patient was discharged on (B) (6) 2010, feeling well. No further patient complications were reported as a result of this event. Additional information received reported the patient had been feeling a "funny sensation over the pacemaker site." Took his blood pressure and noted pulse in the 60s, while normally in the 70s. After not feeling well all night, went to the emergency room and was admitted with dizziness, pacemaker end of life, and hypertension. Admitted for device replacement.

Event description:
The patient reported the device "stopped working before the 5 year (warranty) period." Follow up with the clinic reported the patient was admitted to the hospital on (B) (6) 2010 feeling dizzy. On (B) (6) 2010, the device was replaced due to eol (end of life), the patient was discharged on (B) (6) 2010, feeling well. No further patient complications were reported as a result of this event.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.